Event description:
Patient event #2: the crew deployed the autopulse platform (sn (B)(4) for resuscitating a patient (weight: 200 lbs.). The crew placed the patient on the autopulse platform, and it performed compressions with no issues. The crew paused the autopulse compressions to perform a pulse check. Upon restarting, the autopulse platform stopped compressions and displayed user advisory (ua) 02 (compression tracking error) after performing 10 to 15 compressions. Immediately, the crew reverted to manual CPR. No compromise of care. After returning to the station, the crew tested the autopulse platform with the manikin, and the ua02 was not reproduced. Please see the following related MFR report: MFR (B)(4) for patient event #1.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error)" was confirmed during the archive data review and load cell characterization test. The root cause of the customer-reported complaint was a defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed. Based on the photo provided by the zoll service personnel, there was a vertical crack across the screw well area of the front enclosure. The root cause of the observed physical damage was likely attributed to user mishandling. The front enclosure will be replaced to address the observed physical damage. The archive data review indicated ua02 on the reported event date, thus, confirming the customer's reported complaint. In addition, unrelated to the reported complaint, the archive data indicated ua17 (max motor on time exceeded during active operation) around the reported event date. The autopulse platform passed the initial functional testing without any error or fault. However, the autopulse platform failed the load cell characterization check at higher weights. The load cell characterization check revealed that load cell module 1 exceeded the normal parameters. The root cause of the intermittent ua02 message was determined to be a defective load cell module 1, which will be replaced to address the customer-reported complaint. The ua17 message observed in the archive was not reproduced during the functional testing. However, the brake gap was verified and cleaned as a preventive precautionary measure. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).